Manufacturer narrative:
The customer reported problem was unknown. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unknown issue/possible error handle- damaged/cracked, iui- contamination, flange gripper- wiper seal damaged, case front- damaged/cracked, flange gripper- damaged/cracked, barrel clamp assy- damaged/cracked, carriage assy- tube drive bent, case rear- damaged/cracked. There was no patient involvement. Unknown issue/possible error- (B)(4). As of this date 9 june 2020, this complaint record has been pre-screened for potential escalation to cad and found insufficient information was provided by the reported source. An escalation determination cannot be made at this time. Please follow the normal service procedure.